Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The visual inspection showed that the shaft was intact with no apparent issues. The looseness of the hemostatic valve has not been reproduced, however the valve was leaking when a catheter was introduced through the sheath. Dissection showed that the hemostatic valve was leaking, the valve was teared. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Event description:
During a cryoablation procedure, the cryo catheter was removed from the sheath post ablation and a mapping catheter was introduced into the sheath. The physician reported that the valve came loose from the sheath. The sheath and mapping catheter removed and the transseptal sheath was reintroduced without further complications. No adverse event occurred.